Event description:
In 2008, the patient reported that his infusion device displayed an error and he then pulled the insulin cartridge from the cartridge compartment. This resulted in the plunger of the insulin cartridge becoming stuck to the piston rod, and insulin spilled into the cartridge compartment. The call was then disconnected, and the error message was not verified. Upon follow up about 10 days later, the patient stated that he ran out of insulin while at work and he believes the piston rod was not completely retracted when he removed the insulin cartridge from the infusion device. He dried the cartridge compartment with a paper towel and was able to remove the plunger from the piston rod. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced, and requested to be returned for evaluation.